Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant components include: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8840, serial# unknown, product type: programmer, physician.

Event description:
Information was received from a consumer regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained an unknown brand of baclofen [2000 mcg/ml] at an old dose of 1707.5 mcg/day and a current dose of 149.8 mcg/bolus or 1707.5 mcg/day. The pump also contained an unknown brand of morphine with an old unknown concentration at an unknown dose and a current concentration of 1.6 mg/ml at a dose of 0.1198 mg/bolus or 1.366 mg/day. It was reported the caller (friend/family member of patient) stated they were looking for health care provider (hcp) locator listings and then described events with the personal therapy manager (ptm) bolus. It was reported over a year ago in 2016, the caller stated the hcp was ignorant about the bolus dose restriction interval (dri) settings and kept changing them even though they had telemetry printouts. The caller stated the last time a manufacturer representative was there at an appointment in (B)(6) 2016 either on the (B)(6), and the representative reviewed how to set the bolus settings, and ¿the hcp still messed it up¿. The caller stated they had done the printouts and showed the hcp. The caller stated the current managing hcps office had to use the sonogram to do refills, and the prior hcp didn¿t use anything but the template to do the refills. The patient stated the original settings in virginia were lockout parameters of 2 boluses/day; 1 bolus/3 hours; and 1 bolus/3 hours. The caller stated the patient only needed 2 boluses in the evenings due to cramping from pre-existing parkinson¿s with dystonia that using the ptm wasn¿t helping. It was reported a couple of weeks ago ((B)(6) 2017), the caller stated the hcp increased it 19% and changed the bolus settings because the patient stated it wasn¿t working for her. Within 3 days of (B)(6) 2017, the caller stated the patient was groggy and fell three times, and they went back and the hcp changed the pump medication again. The caller stated the current lockout parameters were a maximum of 6 boluses/day; 1 bolus/3 hours; and dri was 6 boluses/24 hours. The caller stated the representative was no longer with the company and didn¿t know who the technician was now and inquired who the representative was. The caller was to follow-up with the hcp. No further patient complications were reported.